Manufacturer narrative:
Batch review performed on 28 june 2019: lot 147744: (B)(4) items manufactured and released on 15-feb-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
For cup loosening the surgeon, about 4 years after primary, revised the patient ceramic head, liner and shell. The surgery was completed successfully.